Manufacturer narrative:
The reported event is unconfirmed as the problem could bit be reproduced. No visual defects were noted, however, the sample was noted to be used due to residue (red foreign matter) that was extracted when the guidewire was removed. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. The actual/suspected device was inspected.

Event description:
It was reported that there were 3 ureteral stents had the same issue in the same operation. After opening the package, the stent could not be advanced. It was mentioned that there were no other complications. As per follow up information received via ibc on (B)(6) 2022, it was stated that all three stents were belonging to the same lot. As per notification received from investigator on (B)(6) 2023, it was stated that the user returned three used samples. It was stated that when the samples were evaluated by the supplier, they were confirmed to have been used. It was also stated that one of the stents was observed to be broken.